Event description:
It was reported that the patient underwent an initial right tha approximately 4 years ago. During initial surgery the surgeon noted "medial calcar crack during stem insertion. Considered cable". No intervention or further patient impact was reported as a result of this event. No further information available.

Manufacturer narrative:
B3: unknown date in 2021. D6a: unknown date in 2021. D10: alteon cup, cluster-hole 48mm. Alteon neutral liner. Biolox delta femoral head, 12/14 taper 32mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5 h6: health effect - impact code upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Event description:
It was reported that this patient's right hip experienced a calcar crack during the insertion of the stem. The crack was barely visible and no cable was required. No adverse event. No device related issue. Construct remains implanted.